Manufacturer narrative:
(B)(4)

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 400 mm length thoracic aortic dissection. The patient had an elephant trunk procedure performed at the time of implant where a 38/38/150 valiant stent graft was extended into the mid descending thoracic aorta. It was reported that a new fenestration was visualized three months later during follow up scan. The physician stated the cause of the event was due to the large device being implanted in a compressed true lumen that was 20 mm in diameter distally. The patient required treatment but elected to not have further surgery. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Film evaluation: review of CT¿s and 3d film report 3 months post-implant confirmed that a single valiant stent graft was implanted in the thoracic aorta; positioned distal to the lsa and elephant trunk and into the descending thoracic. A fenestration was seen at the distal end of the stent graft (labeled on the report as ¿new fenestration¿), and there was contrast seen within the 7.6cm max diameter taa from this fenestration. The proximal stent graft od measured 33mm and the distal stent graft od was 32 x 44mm (compressed). The true lumen diameter just distal to the stent graft measured 19 x 25mm and was 17 x 32mm just above the celiac. The true lumen was perfusing the visceral vessels, and the dissection continued distally into the left iliac. The stent graft was patent and no additional stent graft issues were observed. The cause of the new fenestration could not be determined. Pre-implant and earlier post-implant images were not available for return. This may be have been caused by implanting the 38mm diameter stent graft into a compressed 20mm diameter true lumen thoracic dissection.